Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v 2.5x18 (part 1009539-18, lot unknown) and the balance middleweight guide wire are being filed under a separate medwatch MFR number. Evaluation summary: analysis of the returned product noted blood visible on the hub, shaft, balloon, and in the guide wire lumen. There was contrast on the shaft and balloon. This is consistent with preparation, handling, and the stent delivery system (sds) at least partially advanced over a guide wire. The stent had dislodged from the balloon and was not returned. Additional information received indicates the stents likely dislodged during wipe down after the procedure. The distal end of the balloon had relaxed folds and the proximal end of the balloon was completely bunched. Due to the damage noted to the balloon and the inner member bunching, it is unable to determine if the crimp marks on the balloon were between the markers. The balloon, including the inner member and tip had separated from the shaft at the proximal seal, confirming the reported separation. The fracture faces were slightly jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). The inner member had separated 1cm distal to the guide wire exit notch. The fracture face was jagged. The separated inner member was completely bunched and frozen on a 11.6cm proximal portion of a guide wire. The soft tip was twisted. There were multiple kinks throughout the entire length of the hypotube. An attempt was made to remove the guide wire from the sds, but the wire was frozen inside the sds. Factors that may contribute to the inability to advance the catheter over the guide wire and cause resistance between the devices may include, but is not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. In this case, it is possible that the build up of blood in the guide wire lumen of the sds and on the guide wire contributed to the difficulties advancing the sds. Additionally, as resistance was encountered, if force was applied, this would contribute to the shaft bunching, creating additional resistance. The attempts to remove the frozen sds from the guide wire would then contribute to the shaft separating and further damage to the sds. Reportedly, the xience v was used in an attempt to treat a dissection. It should be noted the instructions for use states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions with reference vessel diameters of 2.5 mm to 4.25 mm. A conclusive cause for the difficulty advancing the sds on the guide wire could not be determined; however, the shaft separation appears to be related to the operational context of the procedure. A review of the device history records did not reveal any non-conforming material records that contributed to the reported event. All stent delivery systems are visually inspected and checked for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility.

Event description:
It was reported that during the procedure in the right coronary artery, a 2.5x12 xience v stent was successfully deployed in the mid portion of the vessel. A 2.5x18 xience v stent was successfully deployed in the proximal portion of the vessel. Post deployment, a dissection was observed. An attempt was made to advance a 2.75x12 xience v stent for treatment of the dissection, but the stent system could not cross. The device was removed from the anatomy. An attempt was made to load a 2.5x12 xience v stent system onto a balance middleweight guide wire (bmw) outside of the anatomy, but resistance was felt. When attempting to remove the stent system from the guide wire, the shaft separated. The separated segments of the stent system could not be removed from the guide wire; therefore, the proximal end of the guide wire was cut. The stent system was removed from the guide wire. Another bmw guide wire was advanced successfully and the bmw guide wire that had been cut was withdrawn from the anatomy successfully. An attempt was made to advance a 2.5x8 xience v for treatment of the dissection, but the stent system could not cross. The dissection was ultimately successfully treated using an apex dilatation catheter. After dilatation, blood flow was noted to be brisk and the patient was reported as stable. Although the procedure was prolonged, there were no adverse patient effects. The physician stated that the characteristics of the vessel were difficult, and the lesion was difficult to access, causing the difficulty experienced during the procedure. Though requested, no additional information was provided.